Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that they are getting a burning sensation in their stomach, their legs, and thighs. The patient was reportedly working with their healthcare professional to titrate the pump to cover pain. The patient reported that they were upped to a real high dose and now when they give themselves a bolus they get dizzy and feel like they are overdosing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the marcaine was removed from the patient's pump and the overdosing had been resolved. The patient's weight was unknown. No further complications were reported.